Event description:
It was reported that th+f283:f296is lead was explanted the same day it was implanted due to an unknown reason. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).